Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Multiple kinks were noted along hypotube shaft. No kinks or damages were noted along polymer shaft. Multiple kinks were noted in various locations along the length of the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the blade segments identified no damage on the first blade and the blade and pad fully bonded onto the balloon. The second blade approximately 3mm of a proximal blade segment was missing (detached). The entire blade pad was intact. The third blade had no damage and the blade and pad fully bonded onto the balloon. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 30apr2024. It was reported that the device could not cross the lesion. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (mlad). A 10mmx3.25mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure. However, device analysis revealed that approximately 3mm of a proximal blade segment was detached.